Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The trunk cable was observed to be cut. The root cause for the open wire was physical abuse no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was causing service code 204 (belt/monitor unusable).